Event description:
It was reported that during the implant procedure, it was difficult to insert the right ventricular lead into the header of the pulse generator. Eventually, the lead was inserted into the header and the procedure was completed without incidence. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).